Manufacturer narrative:
Attempts were made to obtain complete patient information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was having difficulty breathing during a surgical procedure on their scs ipg. The patient needed to be intubated after the procedure and was in the hospital for less than 12 hours after the procedure. The breathing issues have since resolved.